Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg and the evaluation, omsc surmised that the reported phenomenon was attributed to the transmission failure due to the cable failure by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device had failure. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon such as "no image" was duplicated. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.